Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete reporter information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the device was not returned to olympus. However, based on the described location of the break, it is most likely the device was bent near the strain relief point and broke due to being bent beyond the minimal bend radius. The fiber being in use at the time resulted in energy escaping the fiber and igniting the fiber coating. The event can be detected/prevented by following the instructions for use which state: 1) "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual). Care must be taken to avoid exceeding the minimum bend radius of fibers. Always check the laser aiming beam at the tip of the fiber before delivering high energies or damage to the endoscope may result." The following steps in the device preparation are also important to reduce the chance of a fiber catching fire: "5. Activate the laser aiming beam. 6. Visually inspect the entire length of fiber for flaws or defects before use. If any damage is observed such as breaks, kinks or damaged components, do not use the fiber, retain the device for manufacturer notification and use a replacement fiber." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer-provided information. Customer-provided information: the customer was contacted on multiple occasions to obtain additional event information. No response was received. Device investigation: the device was returned for evaluation. During evaluation, the connector showed clear signs of burning and melting at the connector point. The fiber body was completely separated from the connector and the break point showed signs of burning. The remaining fiber body did not show any defects. The distal tip of the device was intact and appeared unused. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 8 months since the subject device was manufactured. The device instructions were reviewed; please see follow up report 1 for the relevant entries for detecting and preventing the reported condition. The investigation determined the probable cause for the failure reported was user mishandling. The fiber was likely mishandled leading to damage to the fiber body which allowed energy to escape the fiber and cause the burning near the connector.   Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the 200 micron tfl ball tip single use fiber broke near connection to machine and lit on fire. The fire was far from the patient but near the machine. The emergency stop button was pressed on the machine. The fire was extinguished with a wet towel. The issue was found during the procedure. There were no reports of patient harm.